Event description:
The facility reported a colleague infusion pump with the "open? Button on the keypad being inoperative for channel c. It is unknown in which care area this event occurred. However, the failure occured before use of the device. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during the keypad test. The assignable cause was determined to be fluid ingress in the keypad. The keypad prisims on channel b were replaced to fix the reported problem. Additional information: according to the service history review, the previous servicing didn't contribute to the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.